Event description:
Dr was attempting to remove a bladder stone from pt, during the attempt it was determined that the stone was too big to be retrieved by the stone extractor. As dr was retrieving the stone extractor device from the bridge he discovered the tip was missing a prong. X-ray was taken, visualization of the bladder was done again no prong was found. X-ray results seen and confirmed that two doctors with negative results. Surgical field and surrounding areas were checked visually and with a metal magnet the prong could not be located. Dr confirmed the equipment was examined prior to use and was intact.